Event description:
(B) (4) crm received information that this pacemaker and dextrus lead system exhibited alleged sensing issues. A field representative that performed the post-implant discharge check, confirmed there were no sensing issues at that time and the only programming done was to enable rate responsive pacing. Approximately six weeks later, technical services (ts) discussed sensing measurements on the dextrus right ventricular lead. Later, a lead revision procedure was performed. However, the status of the lead was not reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.